Event description:
It was reported that a patient experienced peritonitis and sepsis coincident with therapy for peritoneal dialysis. The patient was hospitalized for the event and therapy was discontinued. The patient was treated with tazocin intravenously (dose and frequency not reported). The next day, the patient passed away. The cause of death was reported to be peritonitis, sepsis, heart failure, and chronic obstructive pulmonary disease (copd). It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.